Manufacturer narrative:
(B)(4). Insulin pump passed the rewind, basic occlusion, prime, compromised force sensor system and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer stated that drive support cap was normal and insulin pump was not exposed to high magnetic field. Customer did not reported on motor position encoder error alarm. Customer was able to complete the insulin pump rewind. Customer also stated that insulin pump alarm history which contains neither an motor position encoder error alarm nor more than one motor error alarm within last 30 days. Customer performed displacement test and it was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.